Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose (bg) level was between 388 mg/dl to "high". Reportedly, the customer administered a manual injection to address bg level, and loaded a new cartridge onto the pump and resumed insulin delivery.